Event description:
It was reported that the patient presented via merlin.net alert transmission with non-sustained rv oversensing episodes. Upon review of the episodes, presence of noise was discussed. The physician will review the episodes and discuss rv lead replacement. Further information notes that the noise seemed to be appearing right after the intrinsic r wave and that it may be due to t-wave oversensing. An issue interpreting some of the noise episodes was also noted. No patient symptoms reported.

Event description:
New information notes that on (B)(6) 2017, the rv lead was explanted due to the noise previously reported and suspected lead fracture. The procedure was completed successfully.